Event description:
It was reported by the sales rep the device was used during an unknown procedure. All the rep knows is that the atw35 misfired. No other information is available at this time. There was no consequence to the patient.